Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/1/2022 additional information: a1, a2, b7, d1, d2a, d4 additional b5 narrative: it was reported that the patient underwent extensive debridement of skin and subcutaneous tissue of the abdominal wall down to the fascia and placement of wound vac on 2/26/2020 due to pain, infection, abscess and fistula.